Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation showed the inserter tip shows a fracture consistent with excessive force resulting from poor alignment during the surgical procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause determined to be surgical error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a juggerknot had a missing tooth.